Event description:
The customer reports that the screw came out while in use during a lumbar laminectomy. The screw was easily removed from the pt, and an x-ray was coincidently taken. There was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.